Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and would not open required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6.1 and 6.2 was not detected on bus. After removing the back panel, a field service engineer (fse) found that one of the board lights on auxiliary 6.1 was inactive. Fse inspected all cabling for damage but found none, then reseated the cables on both drawers and rebooted the system. Once it loaded, ran hardware test application (hta) tests on auxiliary 6.1 and 6.2, and both returned green and successful results. The system functioned as intended after the field service engineer repaired the device.